Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a worn-out power switch malfunction was noted. In addition, the top cover and chassis were damaged due to mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source fails to power on. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred due to the worn-out power switch. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.